Event description:
It was reported that allegedly the cot dropped with a patient causing injury. Further patient information not provided.

Manufacturer narrative:
It was confirmed that the cot tipped while unloading. The patient reached out their arm, and later complained of arm pain with swelling and soreness. The patient was cleared after being examined in the ER. It could not be confirmed if the patient required medical treatment.

Event description:
It was reported that allegedly the cot tipped over with a patient causing injury.